Event description:
It was reported that a novum iq large volume pump indicated that 500ml had been administered; however, approximately 250ml remained in the intravenous (IV) bag. This was observed during patient infusion on the critical care unit; the patient was receiving a bolus of 500ml lactated ringers over 30 minutes at a rate of 1200ml/h in primary mode. There were no alarms during these 30 minutes, and the infusion was reprogrammed to complete the bolus. According to the pump, the patient would have received 632ml even though the IV bag contained only 500ml. The total duration was approximately 50 minutes instead of the prescribed 30 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.